Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of the patient line of homechoice automated pd set with cassette which resulted in a leak. This event was observed during initial drain of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the patient with removing the supplies and restarting therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted that there was a hole in the patient line tubing. Functional testing, including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and a leak was observed at the location of the hole in the patient line tubing. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.